Event description:
An end user called in and stated she feels she has an allergy to the wafer. The end user stated she had skin breakdown with redness under mass. The end user stated a nurse performed a patch test to verify the allergy. The end user also stated the wear-time was 3-4 days.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated she used stomahesive powder initially, however her skin improved after changing to another brand. The end user was educated on skin care. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.